Manufacturer narrative:
The spilled liquid on the pressure transducer printed circuit board (pcb) and expiratory channel pcb has been reported. Identification of issue has been done by analyzing problem description, service report, device's logs and provided pictures. There was no patient harm. Based on technician statement, the saline or cleaning solution spilled on the unit and get through expiratory site of the ventilator. The liquid damaged pressure transducer and expiratory channel connector boards. The boards have been replaced to resolve the issue. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction and this is a reason that the issue was decided to be reported. The servo devices are intended to be use in the hospital environment. However, it has remained unknown when or under which circumstances the liquid spilled onto device. Based on the above information, it has been concluded that the cause is trace to usability issue of the occurrence of the liquid on device.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board (pcb) and expiratory channel pcb were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).